Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate reading of "150 mg/dl" compared to normal reading/feeling. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages her diabetes with insulin - no adjustment. The alleged inaccurate reading began on (B) (6) 2010 at 12:30 pm. The patient did not make any alterations to her diabetes medication as a result of the reported issue. Approximately 30 minutes afterwards, the patient developed symptoms of sweating and shaking", passed out, and woke up on the floor. The patient was treated with IV glucose when the paramedic arrived that afternoon. The patient was tested at "25 mg/dl" on the emt meter. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms, was the patient hospitalized, and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the control solution test passed. This complaint is being reported, because the patient claimed that she had symptoms that can be associated with hypoglycemia and received medical intervention after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.